Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient had a follow-up appointment and described the appearance of an inflammatory skin rash that had developed a week prior to the electrode insertion site. The rash extended along the electrode, but there was no discharge or fever. The physician indicated that the patient exhibited dermohypodermitis. An infectious disease specialist prescribed medication. The patient was informed that if the inflammation recurred, a further procedure would be necessary to clean the electrode and possibly extraction. Following a recurrence, the patient was hospitalized in cardiology on for further management. Then the system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient had a follow-up appointment and described the appearance of an inflammatory skin rash that had developed a week prior to the electrode insertion site. The rash extended along the electrode, but there was no discharge or fever. The physician indicated that the patient exhibited dermohypodermitis. An infectious disease specialist prescribed medication. The patient was informed that if the inflammation recurred, a further procedure would be necessary to clean the electrode and possibly extraction. Following a recurrence, the patient was hospitalized in cardiology on for further management. Then the system was explanted. No additional adverse patient effects were reported.